Event description:
A report was received that the patient had passed away. The patient had been under hospice care for some time. The physician had not seen the patient and was unaware that the patient had passed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70 (B)(4) model description: st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.